Event description:
Pt was undergoing turbt-transurethral resection of bladder tumor. During the course of the procedure, the wire filament loop fractured. Md was using a single pt use 24 fr storz cutting loop 0.35 mm cat #27050g, lot#33975.